Manufacturer narrative:
(B)(4). PMA/510(k) number k011028 and k013227.

Event description:
It was reported that the implant tsvb13 placed in dental site 30 was removed due to bone loss and periimplantitis.

Manufacturer narrative:
Supplemental medwatch: zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation attached to an implant removal tool. Visual evaluation of the as returned product identified signs of wear and debris from usage. The product matched print specifications where measured against drawing. No pre-existing conditions were noted on the per. The reported product was located on tooth # 46 (fdi) and used for approximately 3.5 years. The customer has not provided additional pictures or x-ray images of the product. Device history review (DHR) review was completed for the subject lot number 63149918. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A definitive root cause could not be identified.

Event description:
No further event information is available at the time of this report.